Manufacturer narrative:
Internal complaint reference: case (B)(4). Fiquet, a., & noyer, d. (2006). ¿polarsystem¿ dual mobility hip prosthesis and ¿minimally invasive surgery¿(mis). Interactive surgery, 1(1), 51-55. Doi: 10.1007/s11610-006-0004-4.

Event description:
It was reported that, on literature review ""¿¿polarsystem¿¿ dual mobility hip prosthesis and ¿¿minimally invasive surgery¿¿ (mis)"", one (1) patient who initially underwent primary implantation of a dual mobility hip prosthesis comprising of a polarcup and a polarstem to treat either an osteoarthritis diagnosis or a neck fracture, experienced a postoperative staphylococcus sp. Epidermitis infection one (1) month postoperatively following a prostate endo-urethral resection due to acute postoperative urinary retention. A prosthesis cleaning and a 6 month antibiotherapy was conducted and the patient eventually recovered. No further information is available.

Manufacturer narrative:
The study of a. Fiquet a. Et. Al. [1] reports ¿¿polarsystem¿¿ dual mobility hip prosthesis and ¿¿minimally invasive surgery¿¿ (mis)". It was reported that one (1) patient who initially underwent primary implantation of a dual mobility hip prosthesis comprising of a polarcup and a polarstem to treat either an osteoarthritis diagnosis or a neck fracture, experienced a postoperative staphylococcus sp. Epidermitis infection one (1) month postoperatively following a prostate endo-urethral resection due to acute postoperative urinary retention. A prosthesis cleaning and a 6 month antibiotherapy was conducted and the patient eventually recovered. As this is a literature complaint, the devices used in treatment, were not returned for investigation. The part and the batch number are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. As no device was received for investigation, a visual inspection could not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The IFU lists several possible adverse effects resulting from a hip arthroplasty. A medical investigation was conducted. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Based on the conducted investigation the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1] fiquet, a., noyer, d. ¿polarsystem¿ dual mobility hip prosthesis and ¿minimally invasive surgery¿ (mis). Interact surg 1, 51¿55 (2006). Https://doi.org/10.1007/s11610-006-0004-4 internal complaint reference (B)(4).